Event description:
A report was received from health canada's canada vigilance program which states, "alaris pump malfunctioned patient arrived from or to csicu with two alaris pumps that worked during the case, approximately 10 minutes after arrival to csicu pumps had been connected to power there was no disconnect error message - the pumps stopped functioning (no clicking heard), the soft keys ex. Channel select were not bringing anything up on the main screen. A second pump also from the or then displayed an error message. New pumps were required from the clean utility room in csicu - another pump then displayed an error message. A 4th pump from the clean utility room functioned. As soon as the first pump malfunctioned, rn attempted to program second pump when it malfunctioned the anesthesiologist was called in - who then administer pressors manually as patient sbp dropped to 40, patient became bradycardic and required pacing. Patient required 1.5 of crystalloid, vaso epi and levo over 1 hr to become stable."

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
A report was received from health canada's canada vigilance program which states, "alaris pump malfunctioned - patient arrived from or to csicu with two alaris pumps that worked during the case, approximately 10 minutes after arrival to csicu pumps had been connected to power - there was no disconnect error message - the pumps stopped functioning (no clicking heard), the soft keys ex. Channel select were not bringing anything up on the main screen. A second pump also from the or then displayed an error message. New pumps were required from the clean utility room in csicu - another pump then displayed an error message. A 4th pump from the clean utility room functioned. As soon as the first pump malfunctioned, rn attempted to program second pump - when it malfunctioned the anesthesiologist was called in - who then administer pressors manually as patient sbp dropped to 40, patient became bradycardic and required pacing. Patient required 1.5 of crystalloid, vaso epi and levo over 1 hr to become stable."